Manufacturer narrative:
Although it is unknown if the reported event occurred due to our device we are filing this MDR for notification purposes only.

Event description:
Procedure: lumbar posterior fusion it was reported that on (B)(6) 2016, intra-op, the 6.35mm hex shaft provisional driver was not properly cleaned. Instrument was not correctly dismantled at the sterilization unit. After the next surgery ,the patient had infection. The reason for that might be due to the improper cleaning of the instrument. Patient has a longer hospital stay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.